Event description:
According to the reporter, during the bedside continuous renal replacement therapy (crrt) for the patient¿s hyperkalemia, there was a crack at the junction of the blue connector at the venous end of the newly installed hemodialysis catheter and the transparent catheter, resulting in blood leakage when the temporary hemodialysis catheter was used on the machine. This issue would impact the condition of the patient. If the hyperkalemia was not improved in time, the patient will have cardiac arrest, the possibility of leakage of blood from the catheter, and there was a hidden risk of infection. The adapters were tightened by using hand. Clamp was not moved periodically. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Iodophor was the cleaning agent utilized to clean the adapters. Tego was utilized. The insertion site was treated with povidone iodine disinfection prior to product placement. No other products being utilized with the device and no intervention/treatment required as a result of the adapter issue. The treatment measures taken return blood to self-circulation. After the doctor removed the damaged catheter, a new temporary hemodialysis catheter was placed and crrt was continued. The new kit was used successfully at the same day of the event, and the procedure was completed. There was a blood loss of 10-20 ml (milliliters) and no blood transfusion required. There was no reported patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bedside continuous renal replacement therapy (crrt) for the patient¿s hyperkalemia, there was a crack at the junction of the blue connector at the venous end of the newly installed hemodialysis catheter and the transparent catheter, resulting in blood leakage when the temporary hemodialysis catheter was used on the machine. This issue would impact the condition of the patient. If the hyperkalemia was not improved in time, the patient will have cardiac arrest, the possibility of leakage of blood from the catheter, and there was a hidden risk of infection. The adapters were tightened by using hand. Clamp was not moved periodically. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Iodophor was the cleaning agent utilized to clean the adapters. Tego was utilized. The insertion site was treated with povidone iodine disinfection prior to product placement. No other products being utilized with the device and no intervention/treatment required as a result of the adapter issue. The treatment measures taken return blood to self-circulation. After the doctor removed the damaged catheter, a new temporary hemodialysis catheter was placed and crrt was continued. The new kit was used successfully, and the procedure was completed. The re was a blood loss of 10-20 ml (milliliters) and no blood transfusion required. There was no reported patient outcome.